Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The low and high glucose alarms did not sound, and the customer was not alerted of changes in glucose level. As a result, the customer experienced dizziness, loss of consciousness and seizure. When the customer regained consciousness, the customer was treated with unspecified treatment by an hcp and obtained laboratory result for blood glucose readings of "egsr was 93". No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the adc device. The low and high glucose alarms did not sound, and the customer was not alerted of changes in glucose level. As a result, the customer experienced dizziness, loss of consciousness and seizure. When the customer regained consciousness, the customer was treated with unspecified treatment by an hcp and obtained laboratory result for blood glucose readings of "egsr was 93". No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and reader and no issue was observed. Extracted data from the returned sensor using approved software. Visual inspection has been performed on the sensor tail, no failure modes were observed. Sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance an extended investigation has been performed. Visual inspection was performed on the returned sensor and no issues were observed. Extracted data from the returned sensor using approved software. The returned sensor was further de-cased and an internal visual inspection was performed on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test with connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Returned sensor was scanned and connected to debug application to receive first 5 ble (bluetooth) packets and the 5 ble packets were appeared on the app screen after waiting for few minutes. The passing of accuracy testing (smu) and generation of 5 ble packets indicates that there was no missing high or low glucose issues with the sensor, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.